Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 126 mg/dl. Customer was assisted with troubleshooting. The customer stated that the during therapy air bubbles were noticed in the reservoir, approximate size of air bubbles was bigger than champagne. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The device will not be returned for analysis.